Event description:
It was reported that there was a malfunction resulting in system shutdown during a case. The unit was rebooted and the case was completed. There was no patient injury.

Manufacturer narrative:
The issue was resolved when the unit was rebooted. The on/off switch was replaced. Block a1, a2, a4, a5, and a6: no information available. Block d4 unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA, madison, wi 53718.